Event description:
Or staff report, prior to procedure, this reprocessed ethicon harmonic ace shears passed the test for use. However when first attempting to use it for laparoscopic myotomy it would not fire appropriately, so was removed from service before coming into contact with the patient. No injury to the patient. The device was removed from field and was replaced with a new ethicon harmonic ace shear.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277065, expiration date 11/30/2011). (B)(4).

Event description:
Customer reportedly received results of 5.4 mmol/l on the mobile system and 2.9 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.